Event description:
The physician achieved arteriotomy closure with the perclose a-t (closer ak) device. A femoral angiogram confirmed placement of the arteriotomy in the common femoral artery. The pt was transferred to the holding area following the procedure. The pt complained of a "tingling sensation in the right leg". It was reported that there was discoloration of the right foot. The peripheral pulse was not audible by doppler. An unspecified dose of heparin was given. Both the pulse and the foot color returned to normal shortly after administration of the heparin. The pt was transferred to the ward. Thirty minutes later the pt was observed to have an intermittent pulse. An angiogram was performed which confirmed a clot formation described as distal to the suture knot. The pt went to surgery where the artery was repaired with a gore-tex graft. The vascular surgeon stated that there was a "profunda occlusion from the suture". The pt was discharged home in 2003. There is no report of any adverse pt sequelae.